Event description:
It was reported that cartridge alarm 20 occurred and that caller had experienced cartridge alarms with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for storage mode and for entering pump settings and connecting continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged and understood.